Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report a cannot find sensor signal alert and that the electrode was still in the skin. The customer's blood glucose level was unknown. The caller stated the customer calibrated 4 times a day. The caller reported a sensor end alert. No further details were provided.